Manufacturer narrative:
Updated b6 with additional test results for sample 2, identified during investigation. According to customer's run logs, upon initial testing on liat (B)(6) ((B)(4)) sample 2 generated a positive result for both influenza a and sars-cov-2, when the same sample was retested on liat (B)(6) ((B)(4)) a positive result was obtained for sars-cov-2 target only. The same sample was then retested on a different platform generating a negative result for influenza a. A reagent investigation was completed for both alleged lots and no issues were identified. The customer allegation of false positives was not reproduced. Furthermore, for alleged sample 1 - both of the runs showed no abnormalities which would indicate a potential false positive call; the flu b channel shows weak amplification with a late CT of 48 on both analyzers which indicates something is being amplified in the flu b channel. It is possible that the sample contains a low titer flu b viral material that was not picked up when tested on competitor assays. For sample 2 - the discrepancy for the sample is confirmed with amplification being extremely weak and CT very late. For both discrepancies, there does not appear to be any motion or optical abnormalities which would suggest an analyzer issue. From an analyzer perspective, the runs for both samples functioned normally. Although unknown, workflow or possible contamination could have contributed to the non-reproducible results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The first sample was a pooled cap sample used for correlation testing. Please note, no identification information was provided. The second sample was a single patient sample. In total, 2 mdrs will be filed per FDA guidance. No harm was alleged. Sample 1 was initially tested on two liat analyzers (B)(4) and generated a positive influenza a & b result each time. The same pooled cap sample was retested on three other platforms and generated negative results for all targets. Sample 2 was initially positive for influenza a. The same sample was repeated on liat analyzer (sn (B)(4)) as well as another platform, yielding a negative result both times. Initial data suggests there are no motion or optical abnormalities and that both samples functioned normally. Further investigation into the reagent kit has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for two samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. A systems assessment based on the available data has been performed and no anomalies related to system parameters could be identified. No motion or optical abnormalities were observed and both samples functioned normally. The analyzer is performing as expected, a reagent kit investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).